Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for persistent atrial fibrillation (afib) with a thermocool® smart touch® sf uni-directional navigation catheter and a foreign material issue was encountered. It was reported that a film/foil was detected at the tip of the thermocool® smart touch® sf uni-directional navigation catheter after opening the original seal. There¿s no indication that the catheter was used on the patient. No patient consequences were reported. Device evaluation details: on 6/21/2021, the device evaluation was been completed. The device was visually inspected, and it was found with a foreign material on the dome tip. A fourier transform infrared spectroscopy test (ftir) was performed, and the results showed foreign material is primarily composed of a biological-based material, presumably human tissue or fluid. Based on the information reported by the customer, additional manufacture investigation was performed and the human tissue sample was sent to an external laboratory to perform a further investigation. The analytical results revealed that foreign material appears to be an aggregate of mostly human transthyretin. This is a protein found in the serum (blood plasma) and cerebrospinal fluid, which is unlikely to be found in a manufacturing environment. Furthermore, there are several manufacturing controls that would detect this type of contamination during the manufacturing process. A manufacturing record evaluation was performed, and no internal action related to the reported complaint was found during the review. The customer complaint is confirmed. The root cause of human tissue or fluid on the catheter remains unknown but it cannot be related to the manufacturing process. Conditions of the procedure could have contributed to the reported event. Note: h6. Component code "appropriate term/code not available (g07002)" has been added and this code is being use to represent a ¿biological and chemical (g01)¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-(B)(4).

Manufacturer narrative:
On (B)(6) 2020, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30296387l number, and no internal action related to the reported complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for persistent atrial fibrillation (afib) with a thermocool® smart touch® sf uni-directional navigation catheter and a foreign material issue was encountered. It was reported that a film/foil was detected at the tip of the thermocool® smart touch® sf uni-directional navigation catheter after opening the original seal. There¿s no indication that the catheter was used on the patient. No patient consequences were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information become available, it will be reviewed and processed accordingly. With the information available, this complaint is being reported as a malfunction for the issue of foreign material on the usable length of the catheter.